Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Site declined system checkout.

Event description:
The site biomed reported that the medtronic imaging system battery was not holding a charge. There was no patient present when this issue was identified.